Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing customer complaint: event date: (B)(6), 21021. The customer reported that the insulin pump had a stuck button alarm and unexpected battery power loss. The insulin pump stopped working. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a missing reservoir tube o-ring, a missing display window/cover, a broken reservoir tube lip, a stained keypad overlay, a missing retainer and a pillowing keypad overlay. The test p-cap/reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The pump passed the keypad voltage test, self test and active current measurement. However, the pump had a high sleep current measurement. Device history file/traces download was successful using thus. Power management graph was successfully generated. The loaded voltage and the unloaded voltage display at the power graph management tool shows abnormal behavior. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. All buttons functioning properly. No stuck button alarm noted during the testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and the keypad connector on j1/pcb 1 was locked properly. No loose electronic components noted. However, corrosion was found on the pcb1. No corrosion noted on the pcb2, motor and vibrator assembly. The original pcb1 was cleaned and installed in a test pcb2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb2 was installed in a test pcb1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. Device passed the sleep current measurement. In conclusion, the pump had a high sleep current measurement due to corrosion on the pcb1. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2021 01:03:40.000 alarm alert notification, (B)(6) 2021 01:05:02.000 alarm alert cleared and (B)(6) 2021 01:31:30.000 alarm alert notification, problem isolated on the keypad assembly. Failure analysis summary: the insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer. The test p-cap/reservoir does not lock properly inside the reservoir tube. The insulin pump had a stuck button alarm, problem isolated on the keypad assembly. Also, the insulin pump alarmed unexpected battery power loss or replace battery alert or replace battery now due to corrosion on the pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was stopped working and insulin pump had a keypad anomaly. Customer stated they received stuck button alarm and was not pressing any buttons. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.